Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had an increase in pain and felt like the pump was not working well. No environmental, external, or patient factors were reported to have caused this issue. A few months prior to (B)(6) 2018, the managing healthcare provider (hcp) did a dye study. He was unable to aspirate and sent the patient to another hcp for possible revision. The hcp opened the pump pocket and found there was a suture for the pump anchor tied around the catheter as well, likely impeding the flow, from the previous surgeon. The pump segment was kinked and got twisted intro structure where the pump was anchored in pocket. The hcp replaced the pump segment and got great cerebrospinal fluid (csf) flow. The new pump piece was reconnected to the pump. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.